Event description:
Event description boston scientific(bsc) received information that one of this patient's system consists of a medtronic defibrillator and ventricular lead and a bsc atrial lead. It was reported that one of the leads was removed from service due to a fracture. It is unknown which lead was damaged and replaced.